Manufacturer narrative:
The malfunction was duplicated and evaluation found that the switch collar on the device's on/off actuator (rubber shock button) was missing. The switch collar was replaced to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.